Event description:
Company employee in the us reported that a tops inserter which was sent out for a case that was cancelled had returned damaged (dial on top of tops inserter broke off). This may have happened in sterile processing department or during transit. The inserter was not in clinical use when it broke.

Manufacturer narrative:
A review of the manufacturing records of the involved lot was performed and indicated that the manufacturing specifications were met prior to release of this batch. The inserter was received for investigation. Visual inspection showed that the welding connection between the upper knob and the inner shaft of the tops inserter broke. The investigation is still ongoing, and no conclusion could be made as of the date of this report.